Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was stuck, no tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed from the catheter as normal and the guidewire was located past of the tip of the catheter. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis. It was further reported that the same issue occurred with the second guidewire, therefore the guidewire was removed with the catheter, no other malfunctions were identified and no issues to deploy or undeploy the catheter occurred

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was stuck, no tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed from the catheter as normal and the guidewire was located past of the tip of the catheter. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was stuck, no tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed from the catheter as normal and the guidewire was located past of the tip of the catheter. The procedure was completed with the original device without patient complications. The device is expected to return for laboratory analysis. It was further reported that the same issue occurred with the second guidewire, therefore the guidewire was removed with the catheter, no other malfunctions were identified and no issues to deploy or undeploy the catheter occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure.